Event description:
(B)(6) had breast implant inserted on (B)(6) 2003 and a repair surgery on (B)(6) 2004. The same implants were re-used in the 2004 surgery. On (B)(6) 2014 she noticed on the MRI mammogram detection that the left implant was ruptured. She has had numerous health problems such as fibromyalgia and interstitial cystitis since the insertion of the implants. She does not know when the implants ruptured because it was a silent rupture but her primary care physician believes her health problems may have been due to the rupture. Left implant specifications is (B)(4); lot is 271332 and sn number is (B)(4). Right implant is (B)(4); lot is 271332 and sn number is (B)(4).